Manufacturer narrative:
Submit date 07/19/2016. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to the reported condition during a period of six months prior to the manufacturing date. The product sample was returned for investigation. The sample consisted of two red adapters and two blue adapters. The blue adapter showed signs of use. All the adapters present a crack on the thread pitch area. Based on the complaint description a blue adapter was found cracked during dialysis process. The sample returned revealed 4 cracked adapters, however for investigation purposes all these adapters will be analyzed. Manufacturing performed 100% inspection for cracked adapters per procedure and the incoming inspection was performed. Based on visual inspection and complaint notes, the adapters became damaged after being in use for an undetermined amount of time and the catheter is still in use. The adapter was replaced with a new one. According to the instructions for use (IFU) the customer should perform an inspection before using the device. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse. A health history evaluation (hhe) and corrective and preventative action (CAPA) were opened to address this failure mode. No further corrective or preventive actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that while connecting in for dialysis, the nurse noticed that the blue luer adapter screw thread had a crack. The catheter was applied on (B)(6) 2016. Another luer adapter was used to complete the procedure.